Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
A company representative reported that a tritanium pl cage fractured intra-operatively. The cage was removed from the patient and the procedure was completed successfully with no surgical delay and no adverse consequences to the patient.

Event description:
A company representative reported that a tritanium pl cage fractured intra-operatively. The cage was removed from the patient and the procedure was completed successfully with no surgical delay and no adverse consequences to the patient.